Manufacturer narrative:
The instrument was found to have a dislodged blade causing the instrument to fail homing. Visual inspection showed that the blade was exposed outside of the blade garage .121". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of remotefe log showed 1 number of blade exposed failure(s). The knife slot test passed at .029". After manually retracting the blade, the instrument was placed on the in-house system and passed self-test. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020 and confirmed the surgeon used this vessel sealer instrument during this surgical procedure. The vessel sealer instrument is a single use product. Isi has also reviewed the site¿s complaint history and no related complaints have been identified. No image or video clip for the reported event was submitted for review. This event is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly and there was "minimal bleeding" that required no medical intervention. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the vessel sealer instrument was "not burning properly". Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the sealing sequence, there was an audible signal (continuous tone) while the pedal was being pressed. The customer could not remember if there was a fast audible tone at the end of the sealing cycle. Upon looking at the patient's tissue, the tissue was found to be partially sealed. Also, upon looking at the tissue, the customer noted that instead of the tissue being sealed all the way, the tissue was still bleeding. No error messages or error codes were generated. The target tissue size was less than 7 mm in size. The patient had not undergone any pre-surgical chemotherapy or radiation treatments. The vessel sealer instrument did not encounter any staplers or clips or other type of interference during the instrument¿s sealing cycle. The instrument was inspected prior to use. The instrument was in use for 30 minutes prior to the reported issue. The bleeding experienced by the patient was described as minimal and the customer confirmed that the patient blood loss volume was less than 750 ml. No medical intervention was required to stop the bleeding. No other injuries occurred to the patient. The customer was not able to provide information about the patient's medical history nor the patient demographic information. The procedure was completed with no additional issues reported.